Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 275cc breast implant and experienced deflation on the right breast implant. The patient observed that the right breast was smaller in size. The deflation was confirmed by the healthcare professional by physical exam on (B)(6) 2017. As a result, the patient had undergone removal and replacement with saline mentor breast implants on (B)(6) 2017.

Manufacturer narrative:
On 10/1/2018, it was reported to mentor that it was reported incorrectly on 3/13/2018, that the product was not received. The mentor failure analysis lab has received the device for evaluation on 2/26/2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/1/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. Product evaluation team discovered a rent measuring approximately 1.3 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown material found on the device. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/17/2018, mentor has received additional information that the patient had undergone replacement of the device with saline mentor breast implant 300cc filled to 325cc. The patient left the surgery in stable condition. There were no complications. Manufacturer¿s reference number: (B)(4).